Event description:
The peritoneal dialysis (pd) registered nurse (rn) went to the home patient's (hp) house and found the patient had disconnected the transfer set from the titanium catheter adapter. The hp was on heavy pain medication, so was confused by the transfer set and disconnected it from the catheter adapter. The pd rn discarded the transfer set, attached a new one, and gave the patient prophylactic treatment. No problems were seen with the transfer set or catheter adapter. The pd rn did not know the age of the transfer set, but changed them every 6 months without fail if it did not need to be changed before. No further information could be provided.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.